Event description:
The customer complained that the bed experienced unintentional movement of the head up function. Sum - tsr (B) (4) reported that this bed had an unintentional movement of the head up function and not the head down function as originally reported. (B) (4) isolated the problem to the left head siderail. (B) (4) replaced the left caregiver signal board (part number 71514) and label (part number 71647) and the bed functioned properly. On 07/31/06 - head section will slowly drift down, bed is also sounding an alarm. Bed is not plugged to ac outlet. (B) (4) has requested a tech to repair.

Manufacturer narrative:
The technician replaced the left head caregiver signal board and label, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.